Manufacturer narrative:
One image was submitted for evaluation; no device components were returned. The image appeared to show portions of an introducer sheath. Based solely upon the aforementioned image the sheath tubing distal tip appeared to be damaged. No additional evaluation was possible. A second digital radiographic cine was received with the complaint. An indwelling sheath and guidewire are seen in situ with contrast enhancement seen in the lower extremity vessel. The images most likely represent a femoral angiogram. There are no markers or identification seen on the images. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The maximum introducer instructions for use (IFU) instructs the user; do not attempt to advance or withdraw the guidewire if resistance is felt. Use fluoroscopy to determine the cause. The maximum introducer instructions for use (IFU) instructs the user to advance the dilator/sheath assembly with a twisting motion to avoid damage to the sheath or vessel. The maximum introducer instructions for use (IFU) tells the user to inspect the sheath introducer and accessories for defects and to not use defective devices.

Event description:
It was reported that a 6f maximum introducer was selected for use. The physician began inserting the maximum 6f act sheath in the right superficial femoral artery of a reportedly morbidly obese female patient (B)(6). The physician commented that he felt resistance upon insertion, possibly as the tip of the sheath met the artery wall. The physician then applied further force to complete the insertion and as a result the vessel wall was damaged. The case was subsequently abandoned and the patient was referred to vascular surgery for repair of the right superficial femoral artery. The patient remained in hospital for three days, at that point in time, the coronary angiogram was completed via the radial artery. The patient's coronary arteries were found to be normal and the patient was discharged later that day with no lasting effects. As a result of the damage in the right superficial femoral artery, the patient's stay in the hospital was extended by three days.